Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr with a 26mm sapien 3 ultra valve in the aortic position. During the procedure, there was some difficulty advancing the delivery system with valve through the esheath. The physician elected to take an angio of the iliac before stopping and there was a dissection in the right iliac that needed to be stented. The stenting went well with no complications. The case continued as planned with a successful deployment of the s3u valve in the native annulus.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "introduce and navigate system through sheath/access vasculature - resistance between system components - difficulty advancing through sheath" was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported "a patient underwent a successful transfemoral tavr with a 26mm sapien 3 ultra valve in the aortic position. During the procedure, there was some difficulty advancing the delivery system with valve through the esheath. The physician elected to take an angio of the iliac before stopping and there was a dissection in the right iliac that needed to be stented. The stenting went well with no complications. The case continued as planned with a successful deployment of the s3u valve in the native annulus." Per IFU/training manual "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification." Any of these patient factors or procedural factors could increase restriction leading to resistance. However, without any patient imagery or additional information, a definitive root cause is unable to be determined at this time. Due to limited information, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.